Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into this failed trifecta 25 mm valve. The failure mechanism of the trifecta was due to aortic stenosis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).